Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2026 from the home training nurse (htn) of a 46-year-old female patient with a medical history, including diabetes and end stage renal disease, stating the patient complained of abdominal issues and experienced eye rolling during initiation of a home hemodialysis training treatment on (B)(6) 2026. Oxygen was administered and the patient was transported to hospital by emergency medical services (ems). Additional information was received on 22 jun 2026 from the htn who stated that the patient was admitted to hospital from (B)(6) 2026, per the medical doctor, the event was related to an allergic reaction. The patient will resume in-center hemodialysis.